Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke cap12 percutaneous lead implant site. Topical solution and antibiotics were prescribed to treat the infection.

Manufacturer narrative:
The lead remains implanted within the patient. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide details potentials risks associated with surgery and spinal cord stimulation including, infection that may require hospitalization with intravenous antibiotic therapy. The manufacturing records were reviewed and the product met all requirements for release.